Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore introducer sheath with silicone pinch valve instructions for use, the minimum vessel diameter required for the 24fr sheath is 8.1 mm.

Event description:
On (B) (6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore ctag thoracic endoprosthesis. The physician accessed the right external iliac artery. Due to anatomical restrictions, the 24fr gore introducer sheath with silicone pinch valve was advanced only 5 cm. The ctag device was advanced outside of the sheath and deployed without incident. The physician then removed the guidewire, followed by the removal of the sheath. The removal of the sheath resulted in traumatic disruption of the iliac artery. A surgical cut down was performed in an attempt to stop the bleeding. The patient had received 5 units of blood, and a 8 mm dacron graft was sewn to the right external iliac. Post operatively, the patient expired.